Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 9/15/2017 with the following findings: during testing, it was observed that the "ok" keypad button that was difficult to press. The keypad was removed and there was contamination found on the "ok" button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed an "ok" keypad button that was difficult to press. This report is made based on results of investigation completed on 9/15/2017.